Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively diagnosed via physical exam. As a result, the device will be explanted, and replaced on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device was used off label. Hence, off label code has been added to field h6 medical device problem code. The replacement devices used were catalog number 3503001bc; serial number (B)(6) on the right side, and catalog number 3503001bc; serial number (B)(6) on the left side on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the patient also experienced enlarged breast pocket on the right side in addition to left side capsular contracture; baker grade iii. The replacement devices used were catalog number 3503001bc; serial number (B)(6) on the right side, and catalog number 3503001bc; serial number (B)(6) on the left side on (B)(6) 2020. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) on (B)(6) 2020, per clinician assessment, since the patient was only 17 at the time of implant, the device were used off label on both sides. Device code off-label use has been added to field h6 on this form.

Manufacturer narrative:
On december 4, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Note that, according to the product insert data sheet, the breast augmentation is recommended for at least 22 years old patients. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of event was (B)(6) 2019. Hence, field b3 has been updated to (B)(6) 2019, on this form. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).